Manufacturer narrative:
Block b2: approximated based on the reported patient death date of (B)(6) 2025. Block b3: approximated based on the reported event date of january 2025. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf patient code e1024 is being used to capture the reportable event of peritonitis. Imdrf impact code f02 is being used to capture the reportable event of patient death.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2025. The exact procedure date was not reported. During the procedure, a perforation occurred near the duodenum. It was reported that the physician suspects that the extractor pro rx retrieval balloon may be a contributing factor in causing the perforation. The procedure was completed using the same original device. The patient passed away in (B)(6) 2025 due to peritonitis. The exact patient death date was not reported.